Event description:
Reporter indicated that the pt's device was registering high impedance. The pt is scheduled for a replacement surgery. All attempts for further info from the pt's physician have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.